Event description:
New information received notes during lead revision, the device was explanted and replaced. The patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up with high hv lead impedance measurements. During induction testing, a possible high voltage circuit damage alert were observed. With successful capacitor maintenance charges afterwards, a false alert is suspected. No system revision was planned.